Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 3.00mm x 8.00mm liberté¿ stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the physician noted that the stent strut structure was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system (sds). Device analysis determined the condition of the returned device was consistent with the reported information. The balloon was tightly folded. The stent was not damaged. There were numerous hypotube and shaft kinks. There was no tip damage identified. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 3.00mm x 8.00mm liberté¿ stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the physician noted that the stent strut structure was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).